Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. The sensor passed with accurate readings.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 417 mg/dl. The customer's sensor glucose reading was 91 mg/dl but his blood glucose level was 220 mg/dl. The sensor cannula was bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.